Event description:
It was reported that the physician noticed that the valve was broken prior to implantation.

Manufacturer narrative:
The returned valve was patent and passed siphon and reflux testing. It was within specifications for all pressure-flow and preimplantation tests. The valve did not pass the leak test due to a jagged tear in the top of the delta chamber. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. All of our products are 100% tested at the time of manufacture.